Manufacturer narrative:
Follow-up #1: date of submission 14-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from the threads to the case seal on the side, and below the grip pad. Evidence of moisture corrosion was found in the battery canister with a leak. The battery cap was not returned and a test cap was used for testing. The ez-prime steps were performed correctly with no power interruptions. The pump cover was removed to find no moisture corrosion or intermittent conditions to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.